Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the described event was caused by metal flakes falling into the large collet, preventing the collet from closing around the pin. The metal flakes were caused by the shim washers located around the driveshaft. When the shim washers wear down on the driveshaft, metal flakes are produced.

Event description:
It was reported that the device would not grab a wire during routine testing. There was no patient involvement and no allegation of adverse consequences associated with this event.